Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. The evaluation found that one battery cell was vented. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition that has no relationship to the reported condition: analysis of the returned product noted that the microsd card was corrupted. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during service maintenance, the powered handle would not take charge. Other handles were tried with the charger, and no issue occurred. There was no patient involved.